Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 05/09/2014 with the following results: the black box contains dates from (B)(6) 2014. Black box and histories for the event on (B)(6) 2012 have been overwritten. Unable to confirm or duplicate the complaint during investigation. Available daily insulin delivery totals correctly reflected programmed basal rate. Pump passed delivery accuracy test and found to be delivering within the required specifications. Battery cap was not available for testing; a test cap was used for all investigation steps. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas and reported two low blood glucose (bg) events. The patient indicated that on thursday night at around 8:00 pm, his roommate found him on the floor. Paramedics were contacted and he was treated with IV until his bg level came back up. At the time of the low bg event, the patient claimed that his bg level was "21 mg/dl". By the time paramedics left, his bg level was "120 mg/dl." He was not taken to a hospital. The patient explained that he had programmed 45 carbs on the pump and his bg level was "200 mg/dl." The patient bolused, got distracted, did not eat, and his bg level dropped low. In the second event during the evening of (B)(6) 2012, the patient claimed that his bg dropped low, but was unsure of the actual bg level. The patient's roommate reported "pumped" sugar into him for an hour or more. Paramedics were not contacted. The patient's roommate treated him with a shot from an emergency kit and he ate mini candy bars. The patient was unsure of what caused the low bg event, but mentioned that he might have overbolused. Towards the end of the call with animas, the patient's bg had increased to "179 mg/dl" with no symptoms of nausea, shortness of breath, chest pain or dizziness. At the beginning of the call with animas, the patient had a little shortness of breath and was feeling nauseated, shaky, and sweaty. Through troubleshooting, the animas representative involved in this contact noted that there was no defects found with the pump. The pump's history was reportedly appropriate. The patient indicated that he changes the site, set, and cartridge every 3 days or sooner. The patient denied having changes in his diet. However, the patient admitted that he was unsure if he was counting carbs correctly. The patient denied that the pump was exposed to an x-ray, CT, MRI, or strong magnet. He denied having any recent illnesses or changes in medication or activity level. The patient's insulin was reportedly in good condition although he was unsure if the bottle had been opened for greater than 30 days. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he suffered a low bg event and required an injection from his roommate. However, at this time it is unknown if the pump and/or use-error contributed to the patient's injury considering no issues were found with the device with troubleshooting. The patient mentioned that he was not sure if he was counting carbs correctly and that he might have overbolused.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.